Event description:
Adverse event(s): "the eye went soft" (intraocular pressure, delayed, uncontrolled). Product problem(s): "infusion was set at 30mmhg and raised to 60mmhg" (insufficient flow or underinfusion). The surgeon reported that in the middle of the case, the eye went soft. The surgeon noted the infusion would not keep up with the cutting and vacuum of the vitrectomy probe. Later in the case, the surgeon altered his procedure of removing the hyaloid due to the eye continuing to go soft. The infusion was set at 30mmhg and raised to 60mmhg to mitigate the soft eye. The surgeon used cutting when he would normally only use vacuum. During vitrectomy, a vessel was cut with the vitrectomy probe. The surgeon cauterized the cut vessel. The surgeon stated there was no damage to the pt. The pt's prognosis is good.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. An internal investigation has been opened to address the issue reported. A corrective action has been initiated. (B) (4). (B) (4). (B) (4).